Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was starting to exhibit low amplitude measurements and an increase in pacing thresholds from 1.2 volts (v) at 0.4 milliseconds (ms) to 2.6 v at 0.4 ms. A high out of range pacing impedance measurement of greater than 2000 ohms was also observed on the lv channel. Fluoroscopy taken did reveal any abnormalities with the implanted system. The lv lead was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
Additional information provided from the field indicated defibrillation threshold (dft) testing was performed to test the integrity of the system. The patient was induced and successfully shocked out of ventricular fibrillation despite low amplitude measurements. The system was reprogrammed and remains in service. No additional adverse patient effects were reported.